Manufacturer narrative:
D4: Unique Identifier (UDI) #: The lot number (10) is unknown; therefore, the UDI number only will contain the device identifier (01).H11: The devices were discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple units of Extension Sets leaked and blood/ total parenteral nutrition (TPN) backflow within the line during patient use. Upon investigation, cracking of the luer connector component was identified. The issue occurred after approximately 48 hours of use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.